Event description:
It was reported that a patient underwent a c-section procedure in 2023 and suture was used. During the procedure, the needle broke off into the patient. The piece was located and retrieved. The case was completed without patient consequence. It is unknown if piece is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: response received from healthcare professional on august 18, 2023: - did the needle fall into the patient? Yes if yes, ¿ was the needle piece(s) retrieved during the same procedure? Yes. ¿ were x-rays taken to locate the needle piece(s)? No ¿ what measures were taken to retrieve the broken piece? Extended surgical time to retrieve broken needle. ¿ was there any additional tissue damage as a result of searching for the needle piece? No. - does a piece of the needle remain in the patient¿s tissue? No. If yes, ¿ is there any plan in place to remove the needle piece in the future? ¿ if yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? ¿ what is the surgeon's opinion of consequences to the patient? - device return status. Please document the shipment tracking number: not returned. - please provide the source or name of person providing answers to follow-up questions: stephanie ingram-corewell health trenton family birthing center, nurse manager. - were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not at this time. - how long (in minutes) did the surgery prolong? Approximately 10-20. - what tissue was being sutured when the event occurred? Uterine. - was additional dissection required in other organs/tissues other than the target tissue? No. - was there any change in the patient¿s post operative care due to the prolonged procedure? Not at this time.